Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in a female patient who had essure inserted (lot no. D87032). Additional non-serious events are detailed below. The patient had a medical history of cholecystectomy, sphincterotomy (bladder) and cholecystitis in 2009, pregnancy induced hypertension in 2008, bunionectomy in 1995 and post-traumatic amnestic disorder, panic attack, parity 2 (svd -2012, 2008), migraine with aura, amenorrhea, abortion and gravida ii. Concurrent conditions were listed as ovulation pain, micturition burning and low back pain. The only concomitant product mentioned was mirena (levonorgestrel) until (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy ("this pregnancy was achieved via ivf"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (surgery to remove the essure device on (B)(6) 2023). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the essure device went in easily with 5 coils remaining. We then repeated the procedure on the right side with 8-9 coils remaining. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 20-dec-2016: findings: both essure were found to be in place. There was no spillage seen from either of the fallopian tubes. She was made aware of these findings and agreed to the removal of her mirena intrauterine device. Her mirena iud was removed [pregnancy test] on (B)(6) 2016: negative; on (B)(6) 2021: a positive pregnancy test. [Ultrasound pelvis] on (B)(6) 2019: clinical history: pelvic pain. Impression: ovarian follicles and a small amount of fluid in the cul-de-sac and left adnexa, likely from a recently ruptured cyst. [Ultrasound scan] on (B)(6) 2022: gestational diabetes mellitus. Finding: estimated gestational age based on previous information is 30 weeks and 3 days. A single live intrauterine gestation is present in cephalic presentation. Fetal cardiac activity is 150 bpm. The amniotic fluid index is 10.8 cm. Impression: single live intrauterine gestation. Growth parameters within normal limits. Biophysical profile is 8/8. Amniotic fluid volume normal; on 18-jun-2022: edc-18jun2022; expected gestational age-30+3; cervix length-4.8 cm; fluid volume-108mm; presentation-cephalic; placenta location-anterior; fetal heart rate-150 bpm; fetal visualization-normal. Batch no d87032 production date 2015-04-29 expiration date 2018-04-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-mar-2024: medical record received. Event pregnancy with essure changed to pregnancy as achieved by ivf. Event device ineffective deleted. Medical history, concomitant conditions added. Lab data added. Reporter information updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in a female patient who had essure inserted (lot no. D87032). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (surgery to remove the essure device on (B)(6) 2023). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Batch no d87032 production date 2015-04-29 expiration date 2018-04-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jul-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in a female patient who had essure inserted (lot no. D87032). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (surgery to remove the essure device on (B)(6) 2023). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.